Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the consumer experienced an allergic reaction after using the pen ndl 32g 4mm hp 100 box 1200 ca, and went to the doctor to discuss it. No further medical attention was performed. The following information was provided by the initial reporter: "consumer reported that she gets an allergic reaction after using nano pro pen needles. Consumer stated that she does not have any issues with the regular nano needles, just nano pro. She used about 5-6 needles from the box and had the same issue with every needle. Consumer said she discussed it with her doctor but did not have an allergy test or any other medical attention."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 17 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that the consumer experienced an allergic reaction after using the pen ndl 32g 4mm hp 100 box 1200 ca, and went to the doctor to discuss it. No further medical attention was performed. The following information was provided by the initial reporter: "consumer reported that she gets an allergic reaction after using nano pro pen needles. Consumer stated that she does not have any issues with the regular nano needles, just nano pro. She used about 5-6 needles from the box and had the same issue with every needle. Consumer said she discussed it with her doctor but did not have an allergy test or any other medical attention."